Manufacturer narrative:
This is a correction report with following sections being corrected:

Manufacturer narrative:
The vessel sealer instrument has been returned and received for evaluation. Failure analysis confirmed and replicated that the vessel sealer was not sealing. The functional test failed continuity test. During inspection of the jaws electrodes, there was shorting of the electrodes. The vessel sealer also failed the jaw gap inspection test. Based on the information provided, this complaint is being reported due to the following conclusions: delayed seal time during use.

Event description:
It was reported that during a da vinci gastric banding procedure, the endowrist one vessel sealer instrument was not sealing. On (B)(4) 2015, intuitive surgical inc. (Isi) obtained the following information: during the gastric-banding surgical procedure the surgeon attempted to cauterize and seal, sealing was occurring however; they were not able to move to the cut function. They noted there was tissue effect, a seal cycle of 46 seconds occurred before the surgeon stopped the seal function. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.